Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of a fracture located 31.5cm from the hub. The fracture looked to be consistent with a tensile force breaking. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that catheter was fluffing. The target lesion was located in a moderately tortuous internal iliac artery. A direxion hi-flo was selected for use. After removal from the body, a "fluffing" was seen outside the catheter. No patient complications were reported. It was further reported that the distal part of the catheter shaft lifted. The issue was visible as it occurred outside of the catheter shaft. Also, there was no difficulty encountered upon removal as the device was removed in the usual way.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that catheter was fluffing. The target lesion was located in a moderately tortuous internal iliac artery. A direxion hi-flo was selected for use. After removal from the body, a "fluffing" was seen outside the catheter. No patient complications were reported.